Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an thoracic aortic aneurysm. Vessel morphology at the time of implant was not reported. The stent graft was implanted without issue. A recent CT scan revealed there were no issues. The patient was treated for an issue regarding the patient¿s lungs, this was not related to the thoracic aorta or aneurysm. It was reported that physician performing the lung treatment damaged the stent graft, which lead to an unknown endoleak and rupture. The patient was transferred to another medical center and an open conversion was done. No additional clinical sequelae were reported and the patient is fine. Review of returned images from two years post-implant revealed that a single valiant stent graft was implanted from the end of aortic arch into the descending thoracic aorta. The device was essentially straight. Significant calcification was seen proximal to the device (within the arch) and distal to the stent graft into the descending thoracic. The maximum taa diameter was 6cm and no endoleak or any stent graft issues were observed. Images from two years post-implant showed that there is contrast outside the distal end of the stent graft from lack of distal sealing and a likely distal type I endoleak. The stent graft is patent and essentially straight. There is fluid/blood seen within the left lung, but no communication between the thoracic and lungs could be confirmed. The thoracic aorta centerline at the distal graft margin appears to be acutely off-set approximately 1cm laterally-right relative to the stent graft. The thoracic aorta at the distal stent graft margin has a dissection or partial transection appearance. This location is also highly calcified. The cause of the distal type I endoleak and acute vessel offset is uncertain. No other stent graft issues are seen. Exact date of explant is unknown.